Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the libre sensor and libre sensor kit was reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The dose audit report covers the required time period. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that after 3 days of wear the area where the sensor was inserted was notable for the presence of ¿redness and suppuration¿ and was ¿itchy¿. He further reported the sensor was causing discomfort and pain during wear. Customer noted that on (B)(6) 2017 he contacted his healthcare provider via phone and was prescribed fucidine cream (fusidic acid, an antibiotic). No further treatment was reported. There was no report of death or permanent injury associated with this event.